Event description:
It was reported that during a case the system gave a filament regulator error and kv on in error message. The kv on in error will cause the system to shut down, preventing the production of x-rays. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.